Event description:
Anterior cervical fusion device: medtronic peek prevail the top screw retention wire broke into (B)(4) pieces. Device failure. Noticed on x-rays. (B)(6) va neurosurgery has no plans to remove/replace the device. Some time between 2018 and (B)(6) of 2022 the top screw retention wire broke into 3 pieces. The break was clearly noticeable on the (B)(6) 2022 x-rays but wasn't noticed or reported by radiologist. Patient noticed the wire didn't look correct on chest x-rays taken (B)(6) 2023, she reviewed veteran affairs hospitable images and noticed the broken wire going back to 2022. It was reported to neurosurgery and more x-rays were taken. Again the broken retention wire was visible but not reported by radiologist. Images are available for review. Veteran affairs ann arbor neurosurgery has no plans to address broken wire/ failed device. Original date of surgery/device implant: (B)(6) 2013 at (B)(6) hospital acdf(c5-c6) surgeon dr. (B)(6) , medtronic vendor:(B)(6) . The device: peek prevail cervical interbody device by medtronic the manufacturer's instructions for implanting the device were not followed. The device was not implanted flush with top and bottom vertebrae per manufacturers surgical technique manual. No cobb angle was used(radiology). It appears that screws longer than disc space were used. Radiology report on (B)(6) 2013 said screws were very proud, lots of air was still in neck, and recommended rad. Grafts to check alignment but that was never done. Since the 2013 acdf I have suffered with severe throat, ear, mouth, neck pain, and difficulty swallowing. I have had numerous falls, one serious one in 2020 in which I broke my leg. It is possible the wire broke during that fall as I also hit my head(no head/neck x-rays were taken at that time). It also may have broken in 2021 where I was straining trying to loosen a bolt on a truck in which I felt a loud pop reverberate through spine and autonomic dysreflexia was triggered. Also evident on (B)(6) 2023 x-rays. Lung CT scan on (B)(6) 2022 may show other issues with device. (B)(6) va hospital have numerous x-rays, CT's, MRI's, and a swallow study if extra images are needed.